Event description:
On (B)(6) 2011, patient reported hyperglycemia due to the infusion sets. On (B)(6) 2010, patient inserted an infusion headset using the insertion device. A few hours later, blood glucose elevated to 500 mg/dl. Normal blood glucose is 100 mg/dl. Patient removed the infusion headset and noticed the cannula was bent near the adhesive. She changed the insulin cartridge and the infusion set and delivered a bolus. There was no difficulty removing the needle box from the infusion set. Patient then decided to insert the headset manually. She did this and insulin leaked from underneath the infusion set adhesive. Blood glucose elevated to 300 mg/dl. She changed the headset and delivered a bolus on the infusion device. The infusion cannula was not bent or kinked during this incident. Product was replaced. No product was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.